Manufacturer narrative:
The device was not returned for analysis. A request for additional information was not provided. No conclusion can be drawn. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event that occurred in (B)(6), while the device was in use. The incident involved a eg27-i10- pentax medical video upper gi scope. The information provided indicated that "during use, the image was flicking suddenly.the doctor observed in trouble. Lt affected the result and even caused wrong diagnoses or missed diagnoses." There was no report of death or serious injury.